Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted a pancreatectomy, the valve dropped off from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 9/5/2024. D4: batch # c9d73y. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12srt device was received with the duckbill out of position and present, the universal seal was not returned. In addition, the tyvek was returned along the instrument. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. Additional information was requested and the following was obtained: "the doctor tried to insert the inner tube, but it did not fit properly. The doctor checked the device by detaching the product head and confirmed the breakage of the device."